Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health care professional from (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. On the same day, the patient began treatment with cefazolin (1 gm, twice daily, route not reported) and gentamycin (40 mg, twice daily, route not reported) for peritonitis. The cause of peritonitis was not reported. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a baxter employed health care professional. On (B)(4) 2012, the patient experienced fever, abdominal pain, and cloudy effluent, which were considered as manifestations of peritonitis. On (B)(4) 2012, the patient stopped treatment with cefazoline and gentamycin. On the same day, the patient was discharged from the hospital. During the treatment period, the patient's catheter became obstructed and the patient was "re-operated" on (B)(4) 2012. On (B)(4) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.